Event description:
It was reported that the patient had been admitted to the hospital due to an increase in seizures. The patient's generator was then checked and high impedance was observed. There were no reports of trauma, manipulation or pain however the seizures had been increasing over the last few months and appeared related to the high impedance. The neurologist intended to turn off the device and refer for a vns replacement due to the high impedance. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent surgery where only the lead was replaced. It was reported that the facility would not be returning the explanted lead.